Manufacturer narrative:
Reliability analysis evaluated four opened/used reservoirs. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing, and no occlusions were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during manual prime. Customer's blood glucose level is 132 mg/dl. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm during manual prime was performed. Customer advised that the reservoir change resolved the issue and there was no alarm message during manual prime. Customer stated that they had a bent cannula which may have caused the no delivery alarm. Customer was advised the reservoir and the infusion set would be replaced and agreed to return the products for further analysis.